Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. There was a hole and misting of the polythene packaging. The tyvek blister was also damaged. This type of damage is due to excessive handling and transportation. The parts were conforming when they left the facility. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends of the same failure mode were identified. Investigation results concluded that the reported event was most likely due to movement of the hip in the pouch while being handled and transported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a hip arthroplasty, it was noticed that the stem had pushed out of the sterile packaging. There was another stem available to use and the procedure was completed without delay.